Event description:
Information received from the field notes that the patient presented for a routine follow-up with no complaints. The device exhibited inappropriate measured battery data of 2.64v. Approximately seven weeks previous, the battery voltage was 2.76v. The magnet rate was 92 ppm. It was also noted that the patient had a lead repositioned shortly after implant.